Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The father of a customer reported via phone call that the sensors recently received, were all broken due to the serter. Customer's blood glucose was unknown at the time of incident. The customer was advised that the sensors would be replaced and agreed to return the product for analysis.